Manufacturer narrative:
Upon evaluation the failure could not be confirmed. An endurance test with simulated hf application was performed. No failures could be detected. The described failures could also result from the used camera head, which was not returned.

Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
As per a vigilance report received from the factory in (B)(4), hospital staff reported that a new 4k stack lost image during surgical procedure at the (B)(6) hospital in (B)(6). According to the staff, "surgeon was using diathermy and suddenly screen went black for about 5 seconds, immediately prior to that a blue dialogue box appeared in the bottom left hand corner of the screen stating display port image." No reported issues at present.

Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.